Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft and two limb extensions were implanted to treat an abdominal aortic aneurysm. On (B)(6) 2018, a secondary procedure was performed to treat a type 3b endoleak. An ovation ix main body and four ovation ix iliac limbs were implanted. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiib endoleak of the bifurcated device. The clinical assessment also determined that there was evidence to reasonably suggest: aortic stenosis due to thrombus formation within the stent, and bilaterally reduced blood flow, which were not included in the event as reported. This complaint is most likely device-related due to strata material. Procedure-related harms included multiple type ii endoleaks prior to the reported event, and after the ovation stent was implanted during the secondary procedure, in addition to a snorkel procedure (off-label) during re-intervention. The final patient status could not be confirmed, but the patient was reportedly doing well post repair. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device code - remove 1354, result code - remove 3233, conclusion code - remove 11.

Event description:
Additional information received per clinical assessment confirming that aortic stenosis, thrombus, and multiple type ii endoleaks were present at the time of the reported event.